Event description:
It was reported that after a da Vinci-assisted surgical procedure, a Maryland Bipolar Forceps instrument was observed with a crack at the blade joint. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Maryland Bipolar Forceps instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.